Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "softened appearance", "rupture", "dirty shadow" and "capsular contracture" baker grade unknown. This record is for the right side. Device remains implanted. Return status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5.

Event description:
Patient later reported capsular contracture baker grade IV and rupture.